Event description:
A user facility reported to olympus that an "e315," unsupported scope error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. While troubleshooting, the reporter determined a video scope cable for olympus, model series 180 scopes was connected to the subject device while the end user attempted to use olympus, model series 190 scopes. Upon removal of the video scope cable, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s possible the cause is related to the use of a non-supported scope cable. The event can be detected/prevented by following the instructions for use which state: see cv-190 instruction manual p363 ¿appendix combination equipment¿ olympus will continue to monitor field performance for this device.